Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating a motor and button error on the insulin pump. The customer's blood glucose reading was 122 mg/dl. The customer stated that she received a button error last night while sleeping. The customer also stated that she received a motor error and tried to elevate it by changing the battery. The customer stated that the battery did not clear the issue. The customer was unable to troubleshoot for the motor error because she received a button error. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions.